Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited crosstalk oversensing on the atrial channel after premature ventricular contractions (pvcs). Technical services (ts) was consulted and noted that the pvc cycle could be causing atrial pacing inhibition, functional undersensing was noted. This ICD remains in service. No adverse patient effects were reported.